Event description:
It was reported to philips that the sib box failed during startup, and the onboard power supply test failed on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the sib box and restored the system to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).